Event description:
It was reported that during central processing, part of the cord at the tip of the long bipolar forceps was exposed or was coming apart. The black coating on the cable was coming off. There was no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The reported customer complaint was confirmed. The instrument was found to have damage of the conductor wires insulation. This failure is commonly caused by mishandling/misuse, such as collision of the instrument.